Event description:
The customer reported non-reproducible, false positive troponin I (accutni) patient results, involving unicel dxc 600i synchron access clinical system. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer has standard protocol to verify unexpected results prior to releasing results out of the laboratory.